Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the pump powered on to a blank display. There were multiple cs 052 and cs 054 alarms. Additionally, the battery compartment was cracked and the battery cap coin slot was severely damaged. Unrelated to the issue, a unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master slave. U17 slave processor upload was unsuccessful; u17 slave processor failure is concluded. Additionally, the bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and cap. This report is made based on results of investigation completed on (B)(6) 2016.